Manufacturer narrative:
The MFR's service rep performed an on-site investigation. A high voltage cable was ordered. No other service or repair info available. No conclusion can be drawn.

Event description:
The customer reported that the 9800 system had poor image quality. No pt injury was reported.